Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 174 mg/dl. The customer was advised that the insulin pump was behaving normally. The insulin pump was not replaced or returned for analysis.